Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: it broke from the part attached to the syringe during preparation. P53j was attached to the vial, and the vial was damaged during operation with the vial below. ·none touched the chemo.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2020. H.6. Investigation: one injector and one syringe were provided to our quality team for investigation. Through visual inspection, the luer of the injector is observed to be broken and remains inside the syringe luer connection. A device history review was performed for lot 1911112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, no issues were observed, and no luer lock breakage occurred. It is possible that a failure in the cooling system of the injection mold can cause bubbles to generate and weaken the material, which could lead to breakage during use. There were no issues documented with this system during manufacturing of lot 1911112 therefore we cannot verify this to be true for product reported. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, verifying all critical dimensions are within specification including the luer thread. Results for the reported lot were reviewed and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: it broke from the part attached to the syringe during preparation. P53j was attached to the vial, and the vial was damaged during operation with the vial below. None touched the chemo.